Manufacturer narrative:
The ht70 ventilator was returned to covidien for eval and repair. It was confirmed that the silence/reset button was not functioning. The top membrane and the printed circuit board (pcb) were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the ht70 plus ventilator alarm silence/reset button was inoperative. There was no pt involvement.